Event description:
It was reported the right ventricular (rv) lead was explanted due to twiddler's syndrome. The rv lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314vrm implantable cardioverter defibrillator, implanted: (B)(6) 2013; product ID 694958 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).